Event description:
Additional information obtained revealed that patient did not recharge the ipg as recommended.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.